Event description:
Spacelabs received a report that during a case on (B)(6) 2015, an arkon anesthesia machine began hissing from the rear of the machine and there was no ventilation. No one was injured as the result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.